Event description:
The balloon pump was on the patient and the patient was being transferred to the ICU following cardiac angiogram when the alarm began stating "autofill failure." The patient was taken back to the cardiac catheterization lab for troubleshooting. It was determined that the fill port connection tube had disconnected. The team was unable to reconnect it and a new iabp was used without issue. The device was sequestered and examined. Bio-medical engineering determined that the port was sheared off in transport.